Event description:
The received medwatch report stated, "patient underwent total vaginal hysterectomy without apparent complication in 2008 with use of ligasure cautery device. CT of abdomen and pelvis and CT urogram done on the following month, for c/o persistent abdominal pain and distention showed right distal ureter injury and contrast extravasation into abdominal cavity. Returned to surgery the same day, for cystoscopy with stent placement and laparoscopic drainage of abdomen." The site was contacted and it was learned that the urologist who saw the patient upon her return stated that the ureter looked cooked and dead, possibly from a steam pocket, as this was a delayed thermal injury.

Manufacturer narrative:
The incident device is not available for evaluation, as it was discarded between the time of the surgery and when the patient returned to with the injury. The instructions for use (IFU) for the ligasure impact warn the user that the energy applied by the device may cause water to be converted to steam and this thermal energy may cause unintended injury close to the jaws. Care should be taken in surgical procedures occurring in confined spaces in anticipation of this possibility.